Manufacturer narrative:
The reported complaint of "the user observed blown fuse in the thermogard xp ivtm system ((B)(4))" was not confirmed during the functional testing. No device malfunction was observed during the testing and the ivtm system worked as intended. The probable cause for the reported complaint could be due to electrical spike surge. Upon visual inspection, unrelated to the reported complaint, noticed crack on the top cover near the air trap holder and observed discolored (yellow) cold well gasket. The cause for the observed physical damage and cosmetic issue was appeared to be due to user mishandling and/or improper maintenance. The top cover assembly and the cold well gasket were replaced to address the physical damage. The thermogard xp ivtm system passed the functional testing without any error. There was no blown fuse observed during the testing. Following service, the thermogard xp ivtm system passed the final testing without any error.

Event description:
During patient treatment, the user observed blown fuse in the thermogard xp ivtm system ((B)(4)). The patient treatment was completed using another ivtm console. No consequences or impact to the patient was reported.